Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018 and determined that the test well images in question were visually negative. The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. The immucor laboratory also tested returned blood sample from the customer site on (B)(6) 2018 which yielded the same unexpected negative outcomes that the customer obtained. The immucor laboratory also performed a DHR review on (B)(6) 2018 which showed that the product was verified for m antigen status before product release. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument, and concluded the following. The probe, rinse station and tubing were dirty so the fse removed and replaced the probe and also the mesh filter of the rinse station. The rinse station was also cleaned. Subsequently, the echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(6).

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.